Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 2.50 x 8mm synergy ii drug-eluting stent shaft snapped in half while being introduced. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product device evaluated by MFR.: synergy ii us mr 2.50 x 8mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 910mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 2.50 x 8mm synergy ii drug-eluting stent shaft snapped in half while being introduced. The procedure was completed with a different device. There were no patient complications reported.